Event description:
It was reported that the level sensor on the cardiotomy reservoir did not alarm or servo regulate when the volume went below the level the sensor was positioned at. This occurred on two separate occasions. No reported pt effect. This event is replated to medwatch report # 8010762-2015-00113. (B)(4)

Manufacturer narrative:
A maquet service technician verified the problem. Troubleshot to a defective level sensor and replaced. Successfully performed complete performance and functional testing. The product in block d was in use on a hl20 4 pump console model # 701104.3253, serial # (B)(4). Both are components of the hl20 integrated perfusion system cleared under 510 (k) k943803.